Event description:
It was reported that a patient experienced acute exacerbated chronic obstructive pulmonary disease (aecopd), dyspnea, mild decompensated heart failure, and cardiac decompensation per x-ray results. The patient was hospitalized for four nights and during this period, received corticosteroid shot therapy intravenously, and was administered an oral diuretic and an anticholinergic via inhalation. The patient underwent electrical and pharmacological cardioversion. The patient recovered and the conditions resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation d10: product ID: 2af283, product type: balloon catheter; product ID: 4fc12, product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.